Event description:
It was reported that the pump delivered multiple boluses. The customer's blood glucose (bg) level subsequently decreased to 51 mg/dl. Customer consumed carbohydrates to address. Pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed.